Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 500 mg/dl range. The patient treated via insulin pump bolus. However, her blood glucose at the time of call was 517 mg/dl. During troubleshooting the insulin pump passed the high pressure test. The insulin pump was not returned for analysis.